Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the patient changed out the pod for a new pod and gave a manual injection.

Manufacturer narrative:
The device was received fully deployed. No bends nor kinks were observed to the soft cannula. The distal tip of the soft cannula was observed to be damaged. It cannot be determined when this damage occurred. An 0x14 alarm and timeouts were observed in the original data. No drive stalls were observed. The device was rerun and reset. The device delivered a 5u bolus. Timeouts were observed in the rerun data. No alarms nor drive stalls were observed in the rerun data. The hard cannula was observed to be occluded by crystallized insulin, and the blockage was cleared. The cause of this alarm could not be determined.